Manufacturer narrative:
Retainer ring=black. On 10/08/2021 customer called in with the following concern: critical pump error (open book image). Device power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no alarms were found to confirm complain code. Proceed it with the following testing to assure proper functionality of the device. Device passed functional testing including self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device power up and was tested successfully. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor causing electrical short. Device was received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations are not confirm during testing. No critical pump error(open book image) noted during testing. However, after cutting unit open corrosion on electronic assemblies were noted causing electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a critical pump error alarm with an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.